Event description:
It was reported that during a selenia dimensions procedure a sheared bolt was found at the back of the c-arm. A field engineer replaced the vta assembly. Re-aligned x-ray tube to detector performed motion calibrations, the system met the manufacturer´s specifications. No patient or staff injury reported. No other information available.